Manufacturer narrative:
Clinical investigation: based on the available information, there is no evidence to support the fresenius 2008k2 machine and/or fresenius bloodline caused or contributed to a serious injury. The patient reportedly did not require any medical intervention as a result of the damaged bloodline and/or the subsequent leak that occurred. The machine was set up with new supplies, and the patient was able to complete the treatment without issue. Additional information was requested, however the reporter declined giving any additional follow-up. Plant investigation: the device was not returned to the manufacturer for physical evaluation and the serial number could not be obtained. As a serial number could not be determined, device history and manufacturing records could not be reviewed. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that loose rotor pins on a fresenius 2008k2 hemodialysis (hd) machine caused damage to the bloodlines, allowing air to enter and blood to subsequently leak out. The patient did not experience any adverse events, injuries, or require medical intervention related to the reported event. The patient was set up with new supplies and treatment completed on the machine. Additional patient, treatment, and product information was requested, however, unable to be obtained.